Event description:
Unable to restart syringe pump on critical pt, after changing dopamine syringe. Correct restart sequence used. Correct syringe used. Pt went to asystole. Chest opened for internal cardiac massage (fresh open heart), which was successful. Device returned to co for testing. Written report of 11/6/95 from co states unit tested to procedure specs. No problem found.